Event description:
At the post-implant visit, the patient stated pain disrupted his daily activities, affecting his attendance at work due to discomfort. He had to leave work early due to intense pain and pressure and a constant need to urinate. The patient rated the pain ten out of ten. The pain resolved after the device removal visit. There were no further reports of patient impact.